Event description:
Re-embolectomie - "the customer complained defective balloon and membrane. The procedure performed was a re-embolectomie in the thigh in seldinger technique. The vessel was not calcified. The balloon (filled with contrast media) detached completely from the system, got stuck in the crural vessel and was no longer to recover. The anterior tibialis is now closed and is left as a renewed procedure has to many risks."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the balloon was still attached to the unit and had a radial rupture through the midsection of the balloon. The balloon, the distal and proximal windings were still attached to the catheter shaft and spring tip. The root cause could not be determined as engineering was unable to confirm the customer's complaint. The catheters are designed in such a way that the proximal winding will slip or the balloon will burst under excessive force. This design prevents the force from being applied to the catheter body and breaking inside the patient and also prevents excessive force from being applied to the vessel itself. The instructions for use (IFU) cautions the user that balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.